Event description:
Procedure: lap gastric bypass. Reportedly, after completing the gastro-jejunostomy, the surgeon noticed the roux limb had poor blood supply so they decided to take it down by transecting with an application of the stapler. After firing, the staple line was completely disrupted and hard to tell what the problem was . They then opened the patient and finished the procedure in an open fashion. They opened a new stapler and all worked fine after that. They were struggling with the procedure before this incident and may have had to open anyway. After opening the patient, they then re-stapled and sutured the rest of the procedure without any reported adverse effects.